Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 02/23/2016, 02/25/2016, 02/29/2016, 03/04/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported swelling, grinding/popping/clicking, fall, decreased range of motion fatigue and the cup to be at about 65-70 degrees when radiographs reviewed. The revision surgical report noted metallosis and corrosion. Lab results for metal ions were greater than 7 parts per billion. The complaint was updated on: mar 9, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. X-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. (B)(4). Update 12/11/2012 - updated litigation papers received 11/20/2012. In addition to previously reported allegations, it is now alleged that the patient suffers from inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. (Right side). Update: patient was revised to address a malpositioned cup, which was causing dislocation. Dor: (B)(6) 2012 update 4/3/2013- pfs and medical records received. The information provided information linked two existing wpcs as the same. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq(legacy system) (B)(4). Reason for original complaint: litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. Doi: (B)(6) 2009 - dor: none reported (unknown side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - updated litigation papers received (B)(6) 2012. In addition to previously reported allegations, it is now alleged that the patient suffers from inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. (Right side). Update: patient was revised to address a malpositioned cup, which was causing dislocation. Dor: (B)(6) 2012 . **update** 4/3/2013- pfs and medical records received. The information provided information linked two existing wpcs as the same. There is no new additional information that would affect the existing MDR decision. (See comment log.) Update 11/20/2014- pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/18/2014